Event description:
It was reported that the patient has been in the hospital for 3 days due to breakthrough seizures. The following neurologist does not have any information since he does not have privileges there. Last appointment was in february where battery and diagnostics were said to be fine. It was noted that the following neurologist still has not seen the patient for follow-up. No additional relevant information has been received to date.